Manufacturer narrative:
The lens was not received by the manufacturer for analysis. Lens met all manufacturing specifications prior to release. Glare is a known and labeled possible side effect of all multifocal intraocular lenses. A follow-up MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Batch records were reviewed and showed no deviations. The diopter was measured and is correct as labeled, 17.5 d. Visual inspection of the optic took place and no optical deviations could be found. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. Halos and/or glare are a known and labeled possible side effect of all multifocal lens. Our investigation revealed no product deficiency suggesting this event was not caused by the device. All information received is included in this report.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 2 weeks after the initial implant. Reason given was glare and poor visual outcome.